Manufacturer narrative:
Additional lot #4051301; additional expiration date: 03/31/2017. : additional manufacture date: 03/2014. The safety multifly is a" butterfly" type blood collection set. See attached instructions for use. The needle protector is activated by the user after needle is removed from the pt. The needle protector is activated by pushing fro the back end using the hand holding the device, over the exposed needle before the device is discarded in the sharps container. The user stuck herself with the needle before activating the needle protector. This report is being provided as a precautionary measure as the investigation by the user facility has determined that the product was not used correctly and the product did not cause or contribute to the event. The account representative conducted retraining on the use of the product according to the attached instructions for use on 02/11/2015 for all users at this facility. Sarstedt acknowledged that the event was reported on (B)(6) 2015 to the account representative; however, management with decision making and reporting responsibility only became aware of the event on 04/09/2015. Re-training on adverse event reporting for sales/customers relations/account representative and customer service on this date, 04/14/2015. Sarstedt has opened a complaint/CAPA for this event and all actions are being documented.

Event description:
A female phlebotomist was collecting blood using the safety multifly winged collection set ("butterfly needle"). The collection was being made on a known (B)(6) pt. The pt was on a cell phone and moving around during the collection. When the safety multifly needle was removed from the pt, the phlebotomist was distracted by the pt's use of a cell phone (according to the user facility investigator), the pt moved and the phlebotomist stuck herself before activating the safety feature of the safety multifly. Because the pt was known to be (B)(6), medication was given to the phlebotomist to minimize the possibility of the phlebotomist contracting (B)(6). The event was investigated by the user facility and they determined that the event was caused by user error. The user facility conducted counseling and retraining on proper use of the safety multifly with the phlebotomist. The user facility requested sarstedt to conduct the training. The training was conducted in 02/11/2015.